Manufacturer narrative:
The other relevant components include: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID : 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. The date of the event was unknown. It was reported the pump was removed (B)(6) 2016 due to spinal meningitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.